Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the filter strut(s). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.per the implant records, prior to the index procedure, the patient was reported to have been admitted to the hospital for recurrent deep vein thrombosis (dvt), pulmonary embolism (pe) and unresolved pain and leg swelling. The patient had been on chronic anticoagulation with therapeutic doses of warfarin for dvt and had been previously managed with conservative therapy for the leg, including anticoagulation and compression stockings. Placement of the inferior vena cava filter was indicated along with a thrombectomy for dvt and pe and recurrent leg swelling. The left groin was prepped and draped in sterile fashion. A venous sheath was inserted into the left common femoral vein and was then exchanged for the inferior vena cava (ivc) filter delivery sheath. Through the delivery sheath, a venacavogram was performed to identify the location of the renal veins. Next, an optease retrievable ivc filter was deployed in the inferior vena cava just caudal to the right renal vein. The retrieval hook was in the caudal position. Final angiography confirmed excellent placement. No complications occurred. Attention was then turned to the thrombectomy. There was a moderate amount of thrombus noted in the common femoral vein. After the procedure, there was a good flow throughout the venous system from the level of the popliteal vein. There were no complications reported with the aspiration thrombectomy. According to the information received in the patient profile form (ppf), the patient¿s next of kin reported ivc perforation and that the patient suffered both physically and mentally bouts of stress due to the implant, becoming aware of the reported events approximately two years and nine months after the filter was implanted.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter strut(s). According to the patient profile form, the patient¿s brother reported inferior vena cava (ivc) perforation and that the patient suffered both physically and mentally with bouts of stress due to the implant. The family member noted becoming aware of the reported events approximately two years and nine months post implant. According to the implant record the indication for the filter implant was known deep vein thrombosis (dvt) with a pulmonary embolism (pe) while on therapeutic anticoagulation in addition to pain and leg swelling not resolved with conservative measures. The filter was placed via left common femoral vein and deployed just caudal to the right renal vein. Attention was then turned to aspiration thrombectomy of the right popliteal, femoral, common femoral and external iliac veins. There was a moderate amount of thrombus noted in the common femoral vein. After the procedure, there was a good flow throughout the venous system from the level of the popliteal vein. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed or further clarified. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter strut(s). The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed or further clarified. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of the filter strut(s). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.